Event description:
A nursing assistant was preparing to use a mechanical lift to transfer a patient. The lift sling would not properly click and lock onto the mechanical lift. Upon closer inspection, it was determined that the lift sling had a manufacturing defect. One of the four attachment clips had been sewn onto the sling backwards. As a result, that attachment clip was unable to click and lock into place on the mechanical lift. Without locking into place correctly, had the sling actually been used for a patent transfer, there would have been high potential for the sling coming loose from the lift. That would have resulted in an catastrophic fall and injury for a resident. The sling was immediately removed from service. This was a brand new sling that was being used for the first time, so the problem was discovered before any patient harm occurred. However, had the sling been used, there was high chance for life threatening fall and injury.